Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: en1dr01 ipg, implant date: unknown, 5076-52 lead, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited rising thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.